Manufacturer narrative:
After decontamination to identify the leak complaint sample was filled with water and manually pressurized to identify any leaks. A small pinhole leak was observed on crystalloid side on pump cassette near the blood outlet. The cause of pinhole leaks can be process variation which could lead to weak points within weld seam area. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. He stated that the delivery set leaked blood. There were no further details provided as to when the alleged event occurred during the procedure or the amount of blood lost. There were no patient complications reported as a result of the alleged event. The device was returned to the manufacturer for evaluation.